Event description:
A vessel sealer was being used by surgeon during the procedure. The instrument did not work properly. The intended purpose of sealing the tissue did not work. There was no harm to the patient.